Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that patient experienced angina. In (B)(6) 2014, the patient presented with an unstable angina, elevated biomarkers indicating ischemia as well as objective evidence of ischemia and was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the distal left circumflex (lcx) artery with 80% stenosis, and was 24mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with pre-dilatation and placement of 2.25x28mm study stent. Following post dilatation, the residual stenosis was 0%. Two days after, the patient was discharged on acetylsalicylic acid and clopidogrel. In (B)(6) 2018, the patient was diagnosed with unstable angina and hospitalized on the same day. No corrective actions were taken. Three days after, the event was resolved and the patient was discharged on the same day.